Event description:
Pt underwent a curettage of a large bone cyst in the humerus. The pt was fine for a week, then actifuse appeared to breach the wound, and was subsequently removed. The pt was reported to be well, with no obvious infection.

Manufacturer narrative:
A lot history evaluation was carried out, and no anomalies were identified.